Event description:
It was reported that patient underwent total hip arthroplasty in 1999. Femoral component fractured at the taper junction and a second revision procedure was performed in 2004. No additional details have been established.

Manufacturer narrative:
No further complications have been reported. Review of device history records shows that lot released with no recorded anomaly or deviation.